Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Provided photo shows an iol against unknown background. One haptic appears to be broken at the haptic/optic junction. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) after phacoemulsification stage, the surgeon inspected the iol and discovered, the haptic was torn. The surgeon refused to implant the iol due to the deformation and decided to implant another iol. There was no impact to the patient and patient condition was good.